Event description:
Castor broke off workstation during a trip between 2 procedure rooms. No patient or nurse injury.

Manufacturer narrative:
Olympus will investigate the case in order to assess the incident.

Manufacturer narrative:
Olympus keymed requested that the caster was returned for further investigation.the faulty castor was not retained and discarded by the customer. As the faulty part was not returned a meaningful investigation by the legal manufacturer was not possible, and an exact root cause not determined.